Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to technician statement, the expiratory channel printed circuit board (pcb) was identified as defective and replaced by third-party. The issue has been resolved the the device was cleared for clinical use in good working condition. Expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
H3 other text: 4119.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).